Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 23/jul/2018 and 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified weight to the specification, deformation and bubbles. Cloudiness was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was necrosis. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported right side "necrosis". The device has been explanted.